Event description:
The customer reported being hospitalized due to low blood glucose of 34mg/dl by the time the paramedics arrived. The customer mentioned that she was experiencing low glucose level for a month. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that the insulin pump was malfunctioning and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. All boluses delivered were properly recorded at the history file. However, an error alarm was found in the history alarm due to a corrupted history file. The device was received with cracked battery tube threads.